Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received button error alarm on their insulin pump. It was reported that the device was exposed to water. It was reported that the customer went swimming with the device on. The customer's blood glucose level was reported to be 192.6mg/dl. It was reported that the device would be replaced and returned for analysis.